Event description:
Customer reported receiving a glucose result of 450 mg/dl on her freestyle freedom blood glucose monitor, dosing with insulin, and then fell asleep for approximately 30 minutes. Customer's husband took another reading and received a 60 mg/dl. The customer felt as if she was going to lose consciousness. Customer's husband administered candy and orange juice in order to stablize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.